Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. Corrected data h11. Investigation summary: no conclusion could be reached as to how the bailout door became damaged. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described of difficult to open & would not reverse knife automatic could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted and once the device completed the firing sequence the knife returned home as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # c9e54z. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. In addition, the bailout door was received broken inside of a plastic bag. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The device event log was reviewed. After the device was fired, power was removed from the device before it was opened. This results in the device being unable to fire the next time that it is fully clamped while powered. The device can recover from this state by re-clamping the device with the battery installed. No conclusion could be reached as to how the bailout door became damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9e54z, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife did not return. Manual override was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.